Event description:
A male pt was implanted with a gore tex vascular graft for a-v access. In 2008, a seroma formation on the left forearm was observed. The graft had been used for dialysis access. The graft was explanted.

Manufacturer narrative:
Device eval anticipated, but not yet completed. Pathological eval of returned device. No conclusion can be drawn.